Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the ac power inlet was burnt. There was no report of patient injury associated with the event.

Manufacturer narrative:
The user facility was unable to adjust the light intensity and returned the device to sorc. The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The event reported by the user facility could not be reproduced. The filter turret and mesh turret stuck and malfunctioned. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was unable to determine the exact cause of the reported event from the following investigation results. -omsc reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. -no information was provided on the cause of the charring of the ac power inlet. -the device had no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.